Event description:
The customer reported that their device would not stay powered on when in use. The device was reported to power on ok, but would lose power. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer provided physio-control with information stating that a replacement battery resolved the reported failure. There was no failure found with the device itself. Proper device operation was observed through functional and performance testing and the device was returned to the end user for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.